Event description:
Manufacturer report number 3006705815-2019-01487. Manufacturer report number 1627487-2019-04857. It was reported that ineffective stimulation was observed. Patient tried newer technology however was not satisfied with their various levels pain relief. Multiple programming changes were made however therapy remained as ineffective stimulation. Patient did not experience any traumas or falls and had no new pain. Device system was explanted. There were no complications during the surgery and patient was stable.